Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an unexpectedly long delay before pacing resumed during left ventricular (lv) lead threshold testing resulting in syncope. A period of asystole greater than 2 seconds was reported though an exact duration could not be determined. Boston scientific technical services (ts) discussed up to a 2 second delay may be observed. No further information is available at this time. No additional adverse patient effects were reported.